Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Since eight months the user reported poor hearing sensation with the device. The user insisted on explanting the device and be re-implanted with a new device on (B)(6) 2019. No trauma has been reported.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since eight months the user reported poor hearing sensation with the device. The user insisted on explanting the device and be re-implanted with a new device on (B)(6) 2019. No trauma has been reported.